Manufacturer narrative:
Based on the logfile analysis, the case in question was reconstructed and the reported issue could be confirmed. However, there were no indications for a device malfunction as root cause for the vent fail found. The reported symptom was caused by an overpressure at the patient end of the circuit leading to a pressure peak. Based on the information available, the patient was already in the recovery phase so it could be concluded that most likely spontaneous breathing combined with a simultaneous massive lack of fresh gas was causing the unintended and for the ventilator unexpected pressure peak. In this case to prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device responded as specified upon the detected situation with an autonomous shutdown while changing mode to man/spont (safety mode) accompanied by an audible and visible "ventilator fail" alarm. During on-site checking in follow-up to the event, no indications for a device malfunction were found either. After passed checks and testing, the device was returned to use without further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported.